Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during anterior cruciate ligament reconstruction surgery, when device was opened, the hospital found that the first envelope was properly sealed, but the second internal envelope was not sealed. In fact, when the surgeon removed it, the implant fell to the floor due to the lack of sealing. They completed the surgery with another product that did not present the same problem. No risk or harm to the patient occurred. Attempts have been made and no further information has been provided.